Manufacturer narrative:
Section h6, the type of investigation codes were updated. The customer did not return any product for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section e3: occupation is patient/consumer the coaguchek in range meter serial number was not provided. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results with a coaguchek in range meter compared to an unknown laboratory method. The date of event is an approximation; the specific date of event was not provided. The result from the meter was 4.1 inr. The result from the laboratory was 2.2 inr. The timeframe between the tests was not provided. The patient¿s therapeutic range was not provided.